Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/27/2013)-device evaluation: the control solution and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the control solution passed all testing with no faults found. The test strips were also tested and they were found to have ecs-cs level 2 high. Ecs-v pdt failure was detected as secondary issue. The meter has been returned on (B)(4) 2013, but it has not been evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/11/2013)-device evaluation: the analysis of the returned subject meter has been completed by lifescan product analysis with the following findings: the reported complaint of inaccurate results was not reproducible in the laboratory. The device met all specifications for testing and no issues were identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.